Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of propofol through the low sorb tubing leaked at the y-site port after the filter. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set under magnification revealed a puncture hole on the top of the piston of the proximal smartsite valve. Functional and pressure testing confirmed leaking from the hole. The cause of the leak was a puncture hole on the top of the piston of the smartsite valve. The root cause of the hole is a manufacturing issue.